Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise leading to over-sensing. No interventions or procedures were performed; the lead will continue to be monitored. The patient was in stable condition.